Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan at 12:52 pm alleging that a one touch ultra meter had read inaccurately. The pt tests her blood glucose 4 times a day. She tests before meals and at bedtime. The pt takes a set dose of 15 units lantus insulin everyday at bedtime. She also takes novolog insulin on a sliding-scale based on her meter readings at breakfast and dinnertime. The pt indicated that the alleged meter issue started the same day, during the morning time. The pt reportedly obtained a meter reading of "22 or 28 mg/dl" which she alleged was inaccurately low. The pt said that typically she feels faint whenever her blood glucose is low. The pt claimed that the result was inaccurate since she felt as though her blood glucose was actually high. The pt mentioned that she had been urinating frequently and was vomiting. Later that same day at around 7:00pm, the pt obtained a meter of "337 mg/dl" after having eaten dinner. Based on the meter reading, the pt took 12 units of sliding-scale novolog insulin. Within 30 minutes of taking the insulin, the pt "passed out" and fell to the ground. The pt said that when she fell, she hit her head on a table. Her husband called the paramedics (emt) right away without attempting to test her blood glucose or providing treatment. When the paramedics arrived, they treated her with a tube of glucose. After administering the treatment, the paramedics tested the pt's blood glucose with an emt meter and got a result of "201 mg/dl." Within 10 minutes, the paramedics tested the pt's blood glucose with her own meter and got "30 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt reportedly passed out after she had taken a dose of sliding - scale insulin based on a meter reading. As per the description, the pt received treatment for hypoglycemia from paramedics.